Event description:
It was reported that the patient implanted with this neurostimulator experienced soreness when sitting. The patient also noted hemorrhoids with bleeding. The patient was referred to a gi surgeon and prescribed medication. The patient was reprogrammed and the issue resolved. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional product code: qon.

Event description:
It was reported that the patient implanted with this neurostimulator experienced soreness when sitting. The patient also noted hemorrhoids with bleeding. The patient was referred to a gi surgeon and prescribed medication. The patient was reprogrammed and the issue resolved. No further patient complications were reported.